Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. Insulin pump got a button error he cannot clear the alarm so he took the battery out then got battery off limit. All button was not responding. Customer reports they were unable to clear the alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.